Event description:
The 220 v power supply stopped at a patient's bed. The servo ventilator did not alarm and the inspiratory step motor did not open to let out the gas flow. The failure could not be reproduced.